Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer stated that the cannula was bent that shoot up her blood glucose level up to 400 mg/dl. Customer¿s other relevant blood glucose levels were 402 mg/dl and over 400 mg/dl. Customer admitted though that it was her fault for inserting it by mistake and nearest to a scarred tissue. The insulin pump will not be returned for analysis.